Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that the customer continues to use the device without further reported issues. Troubleshooting has remedied the customer's concerns. Reporting for due diligence.

Event description:
Customer reported itching and redness around the nose. The customer consulted with a dermatologist and was prescribed an unspecified type of cream.